Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was 440 mg/dl. The customer stated that she changed the insertion sites and infusion set, put in a new battery, and put the insulin pump back on. She reported that the battery would not hold a charge. She stated that the insulin pump would start delivering insulin and then alarm motor error. She stated that she was receiving no deliveries on the back up insulin pump and motor error alarms on the current insulin pump she was using. The call was disconnected before any further details were reported. The customer called back and declined further troubleshooting assistance for the no delivery alarms. Nothing further noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-47372.